Event description:
It was reported that the patient presented to the clinic for a scheduled follow up. The patient's right ventricular lead had atypical noises. Isometric testing performed on the patient found no reproducible noises. No intervention and no patient consequences were reported.

Manufacturer narrative:
Further information was requested but not received.